Event description:
Boston scientific received information that the patient implanted with this pacemaker was symptomatic with atrial pacing. Additionally, the patient experienced syncopal episodes that were initially thought to be vasovagal/neurogardiogenic in nature, however, when atrial pacing occurred, the patient passed out. The local field representative contacted boston scientific technical services (ts) to inquire about programming options. Boston scientific technical services (ts) discussed programming options. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.